Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) and an healthcare professional (hcp) regarding a patient who was receiving 500 mcg/ml clonidine at 170.25 mcg/day via an implantable pump for non-malignant pain. It was reported that the patient's pump had the low reservoir alarm sounding on (B)(6) 2018. It was noted the patient had been hospitalized for reasons unrelated to the device or therapy. The patient was new to the area and did not currently have a managing physician to fill the pump. It was unknown what symptoms the patient had. It was later reported that the pump was empty and while it was unknown as to when the pump went empty, it was estimated to be (B)(6) 2018. The physician on call was going to attempt to refill the pump using a third party, however the pump was still empty at the time of the report and the event was not resolved. No further issues were reported or anticipated.